Manufacturer narrative:
A vyaire field service representative(fsr) went onsite to evaluate the unit and found tube going from regulator block to base unit off of fitting. Reconnected tubing, trimming of a piece of expanded tubing from the end. Performed uvt/est. Confirmed proper o2 readings. Ran unit at various volumes, flows, and pressures. Volumes slightly low. Flow sensor needs to replace. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator started making a noise when the o2 (oxygen) increased and a decreased volume when o2 is increased as well. The customer confirmed that there was no patient involvement associated with the reported event.